Event description:
It was reported that 3 bd bactec¿ peds plus¿/ f culture vials (plastic) were contaminated. There was no report of patient impact. The following information was provided by the initial reporter: contamination by bacillus genus bacteria.

Manufacturer narrative:
H6: investigation summary customer reported a contamination. Bd was unable to reproduce the customer¿s experience with the bactec. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h10.

Event description:
It was reported that 3 bd bactec¿ peds plus¿/ f culture vials (plastic) were contaminated. There was no report of patient impact. The following information was provided by the initial reporter: contamination by bacillus genus bacteria.

Manufacturer narrative:
Medical device lot #: 1132317, medical device expiration date: 02/28/2022, device manufacture date: 05/12/2021. Medical device lot #: additional lot numbers 315693 and 339255 were reported, however, these are not lot numbers manufactured for the reported catalog number. (B)(6).